Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient was in fill 1 of 4 and reportedly filling at a slow rate. There were no alarms. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn confirmed the patient was filling slowly during the treatment and the treatment was eventually cancelled. Per the pdrn, the patient reported hearing ¿a pop¿, and then fluid began leaking out from the cassette compartment of the cycler. There was no reported damage identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler and was issued a replacement. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient completed their treatment by performing manual exchanges. Per the pdrn, the patient did not skip or miss any treatments in the absence of a cycler as they performed manual pd therapy until the replacement arrived. It was confirmed the replacement cycler was received by the patient, and the old cycler was returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A post-ast simulated treatment was performed on the cycler and completed without any failures or problems. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient was in fill 1 of 4 and reportedly filling at a slow rate. There were no alarms. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn confirmed the patient was filling slowly during the treatment and the treatment was eventually cancelled. Per the pdrn, the patient reported hearing ¿a pop¿, and then fluid began leaking out from the cassette compartment of the cycler. There was no reported damage identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler and was issued a replacement. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient completed their treatment by performing manual exchanges. Per the pdrn, the patient did not skip or miss any treatments in the absence of a cycler as they performed manual pd therapy until the replacement arrived. It was confirmed the replacement cycler was received by the patient, and the old cycler was returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler.